Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during lab or demonstration, the ultrasound gastrovideoscope tested positive for 5 colony forming units (cfus) of entrobacteria from the distal end and 9 cfus of entrobacteria from all channels and all channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected data: g2. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. The customer did not provide cleaning disinfection and sterilization (cds) processes: therefore, unable to correlate any possible lapse in reprocessing. Olympus provided result of the culture test, performed at the third-party labs: non-conforming results: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu (colony forming units): 1 cfu. Bacterial identification: acinetobacter species detected. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu (colony forming units): 5 cfu. Bacterial identification: acinetobacter species detected. Conforming results: sampling date: (B)(6) 2025. Sampling from: biopsy channel. Cfu (colony forming units): <1 cfu. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu (colony forming units): <1 cfu. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu (colony forming units): 2 cfu sampling date: (B)(6) 2025. Sampling from: jet tube channel. Cfu (colony forming units): <1 cfu. Sampling date: 6/03/2025. Sampling from: swab sample from the distal end. Cfu (colony forming units): <1 cfu. The device was evaluated where no abnormalities were found that could have led to the reported event. The most probable cause of the reported issue is failure to follow instructions. The following is included in the device IFU (instructions for use): after using this instrument, reprocess and store it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk. All channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.